Event description:
It was reported that this subcutaneous lead was explanted and replaced during a scheduled therapy upgrade procedure from an implantable cardioverter defibrillator (ICD) system to a cardiac resynchronization therapy defibrillator (crt-d) system. The lead is not a boston scientific product. The specific reason for the lead replacement was not provided. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).